Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl via an implantable pump. The indications for use were spinal pain indications. It was reported that the healthcare provider (hcp) stated the patient came into the emergency room today this morning with overdose symptoms. The hcp stated that fentanyl was in the pump and didn't know any further information. The hcp wanted a manufacturer representative (rep) to come out as soon as possible. The manufacturer's technical services specialist (tss) transferred the hcp to national answering service to page a rep.

Manufacturer narrative:
Concomitant medical products: product ID :8731sc, serial# (B)(6), implanted: (B)(6) 2009, product type: catheter; UDI: (B)(4) ; ubd: 2011-06-22. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that the patient had multiple overdoses during refills. The patient's pump was replaced on 2024-01-08. During multiple refills, the patient instantly had overdose symptoms and was sent straight to the emergency room (ER). The hcp suspected that the pump was malfunctioning since it had happened in multiple occasions. When they replaced the pump, they noticed that the pump had been flipped many times resulting in a twisted catheter and the catheter was located on the top of the pump. Actions/interventions taken included replacing the pump. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown. Additional information received from the rep indicated that all of the pump catheter was replaced and the spinal segment was left in place. They aspirated the catheter and everything looked and flowed properly. The rep had not sent the pump back and was in possession of it. The rep was hoping to place it in the mail today (2024-01-12).